Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a test failure alarm on their insulin pump. Customer stated the alarm did not occur during the rewind/prime sequence. The customer also reported the correct bolus amount was recorded in the bolus history. Customer's blood glucose was unknown. Customer was advised their insulin pump needed to be replaced. No additional information provided.